Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal circumflex artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 11 atm upon fourth inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.